Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16083; related manufacturer reference number: 2938836-2019-16084. It was reported that an asymptomatic patient presented for a pacemaker implant procedure, both the leads were implanted without any issue. The capture threshold, sensing and impedance measurements were within normal limits. The pacemaker was connected and while suturing the device the physician noticed that there was noise on the right atrial lead. The device was removed from the pocket and while shaking the device noise was noted on both the leads. The physician suspected if it could be due to loose set screw and disconnected the device to check, upon reconnecting the device again noise was still noted on both the leads. Noise did not result in oversensing. The leads were disconnected, and measurements were tested again with an analyzer and no noise was noted at this time and all measurements were stable. The physician suspected header issue, hence the pacemaker was not used, and a new pacemaker was implanted. The leads were connected to the new pacemaker and noise was again reproduced on both the leads, although it was more difficult to reproduce. The new pacemaker was implanted with the leads and the pocket was sutured. Further review of session records with electrograms (egm¿s) did not appear to be myopotentials or external noise, but it seemed to look like real lead noise although it would be rarely noted on both the leads. The patient was stable throughout the procedure and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies found.